Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a poor recharge quality error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported having problems recharging the implantable neurostimulator (ins) for the past two weeks and having increase pain. Patient stated they met with a manufacturer representative (rep) for adjustment and rep had difficulty connecting to patient implant for a while with rep equipment. Patient stated they have been getting recharging, poor quality, reposition recharger when trying to recharging the ins. Patient stated they are trying to charge the ins and getting recharging, poor quality and reposition message continuously. Controller shows ins 70%, controller 90% charged. Patient services specialist (ps) asked patient to stop charging the ins and inspect the recharger (rtm) for visible damage. Patient stated there is no visible damage on the rtm but the cord is light gray near the paddle area and the paddle get very warm. Ps asked if patient had fall or trauma and patient said no. Ps asked if patient has gained or loss weight and patient said their weight fluctuate because of their chronic pain and they lost weight since oct because they were in the hospital fo r chronic pain in oct. Patient stated the ins shifted little to the back but that should not affect the recharging ins. Patient stated they were having trouble with recharging the ins since dec. Ps reviewed if the new rtm does not resolve the issue, patient will need to consult with hcp ofc for next steps. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Additional information was received from the patient. The patient noted that nothing was done to resolve the ins shifting, just an adjustment. The patient said they were trying to find a doctor to help them but so far they haven't been lucky.